Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Based on the reported event, the problem was determined to be a connection issue. The cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient line extension became disconnected from the patient line during drain of peritoneal dialysis therapy. The technical service representative (tsr) explained to the care giver (cg) that the setup had been compromised. The tsr assisted the home patient (hp) in power cycling the homechoice and ending therapy. The tsr advised the cg to start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.